Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Catalog #: complete catalog number is unknown since serial number was not provided. Expiration date: unknown since serial number was not provided. UDI #: unknown since serial number was not provided. If implanted; give date: unknown, but the best estimate is 2017. There is no indication that the lens was explanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Manufacturing date: unknown since serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had blurry vision one year post implantation of the zmb00 tecnis multifocal iol (intraocular lens). Reportedly the lens decentered, but the cause is unknown. Additional information was received and the surgeon commented that this complaint had nothing to do with the lens. No additional information was provided.